Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated blood glucose was 452 mg/dl. The customer was treated with insulin pump. Customer also reported that insulin pump had no delivery alarm. Customer reports alarm did not occur during manual prime. Assisted customer in performing a 5.0 unit fixed prime test and insulin exited. Customer stated they declined to troubleshot for high blood glucose level. The insulin pump will not be returned for analysis.